Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer reported that the infusion set was pulled out and the cannula was kinked. The customer reported that he was not getting any insulin and insulin pump did not alarm for three days. The customer further reported his lowest blood glucose was 270 mg/dl which he treated with the insulin pump and manual injections. The customer reported the sugar glucose was 65 when he checked site and the sensor had come out and the insulin pump did not alarm indicating that the sensor has fell out. The customer reported that he was low and suspending insulin delivery. The customer declined troubleshooting for the high blood glucose. The insulin pump was not returned for analysis.